Event description:
The customer stated that she was hospitalized with a low blood glucose reading of 29 mg/dl. The customer stated that her husband found her unconscious and he called the paramedics. The customer was 33 weeks pregnant and she stated that her carbohydrate ratio had changed dramatically during the pregnancy. The customer stated that her blood glucose levels went low because she had residual insulin left over from a previous bolus given at lunch time. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.